Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -5.00/3.5/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports low vaulting and lens rotation within 1 month of surgery and 2 diopter astigmatism. The lens remains implanted. The cause of the event was reported as the device and noted "most likely related to the icl length; need larger size better".